Manufacturer narrative:
These products remain implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. A revision procedure was subsequently performed due to the continue elevated pacing impedance measurements and elevated threshold measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific, crm received information that this right ventricular (rv) pacing lead had an increased impedance measurement one day after implant. The impedance had increased to 1900 to 2100 ohms. The lead was otherwise performing correctly. The measurements were the same in unipolar configuration. An x-ray was planned to further evaluate the lead and determine if a revision is required. It was later reported that the lead was performing normally. It was reported that there were no issues with the lead or connection; however, the impedance remained high at around 1900 ohms. The lead and device remain implanted. No adverse patient effects were reported.